Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user is not giving any responses to sound stimuli with the left device. The user lost responsiveness to sound suddenly on the (B)(6) 2019. The user was re-implanted in india since surgery and mapping took place there.

Event description:
The user is not giving any responses to sound stimuli with the left device. The user lost responsiveness to sound suddenly on (B)(6) 2019. The user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is not giving any responses to sound stimuli with the left device.